Manufacturer narrative:
(B)(4). Date of initial report : 04/07/2016. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the plastic insulation near the jaws became damaged and loose. Nothing disengaged from the device and there was no patient injury. Another device of the same type was opened to complete the procedure.